Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
Concomitant medical products: patient medications include levalbuterol, flovent, zocor, claritin, diovan, dilaudid and protonix. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On an unknown date, a follow-up computed tomography (CT) scan reportedly identified evidence of a proximal type I endoleak. Reportedly, no evidence of device migration or aneurysm enlargement was noted. Reportedly, the CT scan also showed minimal functioning of the right renal artery. The proximal type I endoleak was reported to be caused by continued aneurysmal degeneration of the juxtarenal aorta resulting in loss of proximal device wall apposition for both the trunk-ipsilateral leg and the aortic extender components. On (B)(6) 2015, an additional procedure was performed to treat the endoleak. Stents were reportedly implanted into both renal arteries and the superior mesenteric artery as part of a snorkel procedure. A conformable gore® tag® thoracic endoprosthesis was deployed proximally to the level of the celiac artery, and the procedure was completed with the implantation of another conformable gore® tag® thoracic endoprosthesis deployed distally to the level of the flow divider of the trunk-ipsilateral leg component. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.